Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient conditions. The reported patient effects of worsening mr and pulmonary edema appear to be related to the slda. Mr and pulmonary edema are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 mixed mitral regurgitation (mr) and barlow's disease for a mitraclip procedure. During the procedure, 2 mitraclips (ntw and xtw) were implanted. The procedure was completed without any complications. The mr was reduced to grade 2. On (B)(6) 2025, approximately 48 hours post procedure, a follow up echocardiogram was performed and the second mitraclip ntw had a single leaflet device attachment (slda). Per the physician, the anterior leaflet became detached due to a sick valve from barlow's disease. The mr grade was increased to grade 4+ post-slda and the patient was hospitalized for pulmonary edema. On (B)(6) 2025, a redo procedure was performed. A mitraclip nt was implanted lateral to the ntw clip and an xt clip was positioned between the ntw and xtw. The mr was reduced to grade 1-2+ post procedure. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 mixed mitral regurgitation (mr) and barlow's disease for a mitraclip procedure. During the procedure, 2 mitraclips (ntw and xtw) were implanted. The procedure was completed without any complications. The mr was reduced to grade 2. On (B)(6) 2025, approximately 48 hours post procedure, a follow up echocardiogram was performed and the second mitraclip ntw had a single leaflet device attachment (slda). Per the physician, the anterior leaflet became detached due to a sick valve from barlow's disease. The mr grade was increased to grade 4+ post-slda and the patient was hospitalized for pulmonary edema. On (B)(6) 2025, a redo procedure was performed. A mitraclip nt was implanted lateral to the ntw clip and an xt clip was positioned between the ntw and xtw. The mr was reduced to grade 1-2+ post procedure.